Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of an unspecified artery using the proglide device after an interventional procedure. Reportedly, during needle deployment one of the needles got caught in scar tissue and therefore, the device did not work. Hemostasis was achieved with manual compression. The pt had a history of prior arteriotomy closure to the groin with an angioseal and has scar tissue. The physician attempted the closure a little bit above the prior arteriotomy but may have encountered scar tissue. There were no reported pt adverse effects. Though requested, no add'l info was available.